Event description:
Deflation of left implant. Bilateral implant exchange with mcghan devices. Unknown if this was the initial use of the device.

Event description:
Describe event or problem: possible deflation.